Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime, compromise force sensor systems test. The device was received stuck in motor error loop during bolus/basal delivery and motor position encoder error was confirmed in history life. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No cosmetic damage was noted.(B)(4)

Event description:
Customer reported via phone call of motor error alarm. Customer's blood glucose levels were unknown. Troubleshooting was conducted and found three motor error alarms and motor resistor encoder error within the last thirty days. Customer was advised to discontinue use of the pump and that it would need to be replaced. The device is being returned for analysis and replaced.